Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventircular - rv lead was exhibiting high pacing impedance. The patient returned for a revision procedure. Upon interrogation, it was noted that the rv lead was exhibiting no r-wave sensing and no capture. During a fluoroscopy, it was observed the rv lead had insulation fracture due to clavicular crush. The lead was capped (B)(6) 2020 and replaced. The patient was in stable condition before, during, and after the procedure.